Manufacturer narrative:
The part was not returned for evaluation. Due to the age of the instrument, it is possible that normal wear and tear over time contributed to the reported failure. The exact cause of the reported issue could not be determined.

Event description:
It was reported that during a surgery the instrument broke and part of it was left inside patient. This event occurred in saudi arabia.

Manufacturer narrative:
The device was returned for evaluation. Initial observation shows the tip of the instrument has fractured off. It is possible that normal wear and tear over time contributed to the fracture; however, an exact cause of the reported issue could not be determined.

Event description:
It was reported that during a surgery the instrument broke and part of it was left inside patient. This event occurred in saudi arabia.